Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a visual inspection of the device header found that the set screw seal plugs had been removed for easier access during the attempt to remove the lead in the field. A high resolution inspection of the device seal rings found them to be intact, but somewhat distorted, which could have occurred during the attempts to remove the lead from the header. The visual inspection also noted that the set screws had been backed out until the retainer washers were slightly mounded. Analysis concluded that the reason for the observation in the field was due to silicone bonding between the seal rings within the device header and the lead casing. A visual inspection of the device header confirmed the possibility of bonding, no other anomalies were noted.

Event description:
Boston scientific crm received information that during the explant procedure for normal battery depletion, the set screws on the device became stuck and the physician was unable to remove the right ventricular (rv) lead. After several attempts with the fixed wrench, addition of mineral oil and removal of the set screw covering, the rv lead was successfully removed from the device header. The rv lead was implanted with the new device and remains in service. No adverse patient effects were reported.

Manufacturer narrative:
The device has been returned and is currently undergoing analysis. The event will be updated once analysis is complete